Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell and landed on the pump. Customer is unable to interact with the pump touch screen due to the damage. Customer's blood glucose was 142 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.